Event description:
A 6f export catheter was inserted into the patient's right groin and down into the leg. Upon removal of the export, it was noted that the end of the catheter was missing. A 4mm microsnare device was inserted and successfully retreived the end of the export catheter.======================manufacturer response for export 6f ap, export 6f ap (per site reporter)======================unknown.